Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without getting a low battery alert, has trouble shoot for this before. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. Customer stated changed about 10 batteries in the last week. The customer has gone through this before and problem reoccurs. Customer decline to trouble shoot for the battery issue and high/ low blood level glucose. The customer mentioned this is the second occurrence of the alarm without warning. Customer was advised to discontinue insulin pump and revert to back up plan and treat per hcp instructions. The device will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with minor scratches on case, stained keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.